Manufacturer narrative:
Exact date unknown, event occurred a few years from date manufacturer was made aware.

Event description:
It was reported that the patient was having difficulty charging the ipg. The patient underwent an explant procedure. The explanted device was not returned. No further information has been obtained despite good faith efforts.